Manufacturer narrative:
Concomitant product UDI for pump is (B)(4). Detailed product information for cuff was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced pain and erosion in the urethra at the cuff site. Upon revision, a hole was visibly seen in the urethra at the cuff site; therefore, the aus was explanted. The physician does not believe the device caused or contributed to the patient's pain. No additional patient complications were reported.